Manufacturer narrative:
Additional information: section b5: additional information was received and it was learnt that there was no patient contact, the incident occurred during the preparation stage. A back up lens was used. We were also advised that the issue was to the do with the haptic of the lens or lens release. No further information was available. Correction: this information was provided on the 9th january 2023 and was inadvertently left out of the report submitted on the 12th january 2023 under report # 3012236936-2023-00055. Section h3 - device evaluated by manufacturer? Yes device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 09, 2023. Device evaluation: no lens was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could contribute to or cause the complaint issue were identified. The complaint issues of haptic damaged and device advancement issue were not confirmed. No further issues were observed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a faulty intraocular lens (iol). No further information was provided.